Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead exhibited high impedance. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.